Event description:
"This complaint is from a literature source. The following literature cite has been reviewed: okamoto y, wakama h, matsuyama j, nakamura k, otsuki s, neo m. Association of the psoas muscle index and sagittal spinal alignment with patient-reported outcomes after total hip arthroplasty: a minimum 5-year follow-up. J arthroplasty. 2022 jun;37(6):1111-1117. Doi: 10.1016/j.arth.2022.02.012. Epub 2022 feb 11. Pmid: 35151804. Objective and methods: the aim of this study is to assess the association between a spinopelvic malalignment and patient-reported perception of the hip as being ""artificial"" after 274 competitor thas utilizing depuy cmw cement to secure the competitor femoral stem implanted between april 2012 and march 2016. Hip perception was assessed by asking subjects whether their joint felt ""natural"" or ""artificial."" The association between an artificial perception and the following factors was evaluated: age, gender, psoas muscle, and spinopelvic measures using logistic regression analysis. The results associated with the competitor cup, liner, head, and stem are excluded from this complaint. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy cmw cement adverse event(s) and provided interventions associated with depuy devices: unknown number of deep infections- treatment unspecified 2 periprosthetic femoral fractures- treatment unspecified 1 pulmonary embolism- treatment unspecified 1 irreversible sciatic nerve palsy- treatment unspecified".

Manufacturer narrative:
Product complaint #:(B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.